Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had hyperglycemia. Blood glucose values was 28 mmol/l. Troubleshooting was declined by customer. It was unknown whether customer was using automode. No further complications were reported. The customer will continue to use of the device. The device will not be returned for analysis.